Event description:
Company received a report stating that an auto-feed humidification chamber overfilled while connected to a premature patient. Water reportedly entered the patient's lungs. The pt was placed on antibiotics following the incident.